Manufacturer narrative:
1) this report is completed/updated with the lab investigation, which says: - evidence of sound abatement foam degradation/breakdown was observed in this device. One side of the blower box had foam that looked like it had moisture, black particles of contamination in the blower box were consistent with degraded sound abatement foam, black particles of contamination on the bottom enclosure were consistent with degraded sound abatement foam. Additionally, presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool). Slight black contamination, consistent with keratin, at the air outlet of the blower box. 2)in addition, "date returned", "patient outcome code grid", "evaluation method code grid", "evaluation result code grid", "component code grid" and "conclusion code grid" are also updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the consumer experienced "particles in airway from device, particles in device and airway, nausea, dizzy". Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.